Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. Root cause cannot be determined, however, based upon evaluation of the device and IFU, etc.; a possible cause of this event could be excessive downward force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 53 reports, regarding 56 devices, for this device family and failure mode. During this same time frame 1,040,298 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force and once a safe and proper entry has been achieved, ensure that the black line at the distal tip of the airseal access port is visible within the cavity at all times the airseal access port is being used for insufflation. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on 21apr23 during a robot-assisted partial nephrectomy and ¿it was reported that the trocar was broken during the surgery. There was no fragments in the returned device, so currently inquiring with the facility about it. Also the fragments were less likely to remain in the patient body, but it is not confirmed. It is also checking the collection method(device used for collection the fragments etc.).¿the procedure was completed with an alternate same device. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported injury of fragmentation that might remain in the patient; they cannot produce the piece and its location is unknown.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted partial nephrectomy and ¿it was reported that the trocar was broken during the surgery. There was no fragments in the returned device, so currently inquiring with the facility about it. Also the fragments were less likely to remain in the patient body, but it is not confirmed. It is also checking the collection method(device used for collection the fragments etc.).¿the procedure was completed with an alternate same device. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. This report is being raised due to the reported injury of fragmentation that might remain in the patient; they cannot produce the piece and its location is unknown.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.